Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that a monitor fell off its mounting set up and hit a member of the nursing staff. The customer alleged serious injury.